Manufacturer narrative:
(B)(4).

Event description:
New information received states that the lead was found to be fractured and was capped on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic device check lead noise was observed. Noise was able to be reproduced with patient breathing. Lead explant was discussed. The patient was doing well at the time of the follow up.